Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting coronary stents deployed to the mid lad. During procedure, a non-medtronic stent was also deployed to rca. However, it was reported that approximately 10 days post procedure, patient was admitted with lower abdominal pain and loose stools with some streaks of blood. CT scan was performed which revealed mild sigmoid diverticulitis. Drug treatment was provided and patient was discharged. Investigator reported that the event was not related to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).

Event description:
It is reported that approximately 2 years post index procedure the patient underwent a revascularization procedure. It is unknown if the reported event was related to the study device.

Manufacturer narrative:
(B)(4).